Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: for clarification, does the swing tab refer to the red safety? Yes. Where within the gap setting scale was the orange indicator prior to firing? In the upper part. What confirmation was received that the device was fully fired? Doesn¿t advance. How was the procedure completed? Another device was used. For clarification was the procedure prolonged? If yes, how long (minutes)? Approximately a half an hour. If the procedure was prolonged, were there any changes to the patient¿s post-op care as a result of the extended or time? No.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For clarification, does the ¿swing tab¿ refer to the red safety? Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? How was the procedure completed? For clarification for the information submitted on the complaint form, was the procedure prolonged? If yes, how long (minutes)? If the procedure was prolonged, were there any changes to the patient¿s post-op care as a result of the extended or time?

Event description:
It was reported that during a closure of colostomy plus colorectal terminal anastomosis procedure, the surgeon was using the stapler but the swing tab was locked. He could open the locked swing tab and get close to the colon endings. He fired with the stapler but neither the blade or staples came out. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m55n2c. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For clarification, does the ¿swing tab¿ refer to the red safety? Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? How was the procedure completed? For clarification was the procedure prolonged? If yes, how long (minutes)? If the procedure was prolonged, were there any changes to the patient¿s post-op care as a result of the extended or time? The analysis results found that the cdh29a device arrived in good visual condition with only one unformed staple present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.